Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) contacted the customer who reported that the system software could not be started. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed that the system couldn't start up. Troubleshooting identified that the suite pc and x-ray pc were defective. The fse suggested replacing the two defective pcs. However, a replacement never occurred, and no further work has been done by philips on this system. As a result, it was unknown if the issue was resolved or if the two defective pcs were the root cause of the reported problem. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.